Event description:
I am (B)(6) and had fine distance sight but needed reading glasses to see phone, read, etc. Lasikplus looked at my eyes and said they could perform monovision lasik and I would not need the reading glasses. They never mentioned a trial with contacts 1st. Now my long distance eye is so blurry its debilitating. I have severe dry eyes, which I did have dry eyes before but not bad. I have talked to 3 professional eye doctors and they all said - they would never have done this surgery on me due to my age and dry eye symptoms. They also said they never perform it without testing the pt with contacts 1st. I am miserable and really shouldn't be driving at night. My new doctor looked at my eyes and said he can see a cataract in my left eye and am scheduled to go back and he will dilate them both and get a good look at them. He said the lasik can sometimes cause cataracts in someone my age and should have been told that. I am actually now hoping for cataracts in both eyes so I can have that surgery and be able to see again. I can live with reader glasses. I just want to be able to see again.